Manufacturer narrative:
The additional device referenced is filed under a separate medwatch report number. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement was attempted with two proglide devices via a 7fr sheath in the right common femoral vein using the pre-close technique prior to a cryoablation (cryo) procedure. Reportedly, no suture was attached to the needles when the plunger was removed with both proglide devices. The sheath was upsized to a 15fr and the cryo procedure was completed. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.